Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was revised on (B)(6) 2023 due to pain in the midfoot. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient had a post-operative 2nd metatarsal fracture and a non-union. The surgeon believes that the plate was placed too far off the bone and that the patient's foot problems stem from a bad naviculocuneiform joint. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, per the surgeon, it is possible the initial placement of the device, improper technique, and improper joint prepping could have contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was revised on (B)(6) 2023 due to pain in the midfoot. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.